Event description:
Ventilator unit went into device alert while on pt. No harm to pt. Unit removed and replaced with another ventilator. Keyboard was found to be inoperative. New keyboard ordered and replaced by the hosp's bio-medical engineering department.